Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist systems (lvas) and the reported right heart failure and renal dysfunction could not be determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. This IFU lists right heart failure and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also states right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the research abstract ¿pre lvad cpet as predictor of intermacs profile and early outcomes post lvad¿ identifying that the heartmate 3 may be related with post lvad in-hospital mortality, right ventricular failure (rvf) and renal replacement therapy (rrt). This study evaluated 81 lvad patient, 40% hm3, and 60% other pumps. It is a retrospective analysis of lvad patients implanted from 3/10 to 5/19 with cardiopulmonary exercise testing data available within 2 years of surgery: peak oxygen consumption (pvo2) and minute ventilation-carbon dioxide production relationship (ve/vco2). The primary endpoints were intermacs profile =2 at implant and a composite of post lvad in-hospital mortality, rvf and rrt. A total of 7 patients underwent rrt, which indicates kidney failure, and 23 developed rvf during index admission.